Manufacturer narrative:
Device evaluation: the device returned to mfg date is not known. The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: investigation revealed that the display screen was scratched, dim, and discolored. The display was replaced with a test display, and the contrast returned to normal.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.